Manufacturer narrative:
The initial MDR was filed under the incorrect manufacturing site. This report is to correct the manufacturing site to ge hangwei medical systems co, (B)(4). This issue was identified as presenting a different failure mode than the one identified in MDR# 9613299-2013-00001. Based on engineering analysis these loos screws do not compromise the structural integrity of the component and therefore do not introduce a hazardous situation. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
During service activity related to a field action, a ge healthcare field engineer found loose screws on the linear rail. No associated gap was measured between the rail and rotor. No detector fall event and no injury occurred.